Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of leakage at bending section cover was confirmed. In addition to inside of lg lens had discoloration finding, the additional evaluation findings are as follows: due to pinching on plastic distal end, water tightness was lost, nozzle was deformed, adhesive around lg lens had corrosion, plastic distal end cover had a scratch, adhesive on bending section cover was detached, connecting tube had a scratch, due to wear of angle wire, the play of right and left knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, control unit had a scratch, suction cover had a dent, switch 2 had a scratch, universal cord had a scratch, grip was sticky, control unit is sticky, air and water leakage from the insertion tube and bending section, universal cord had a scratch, and grip was sticky. Based on the results of the investigation, the following led to the malfunction: since defect of leakage occurred at the bending section cover, reprocessing was not completed, and therefore the foreign material had remained in the lg lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the duodenovideoscope had leakage at bending section cover. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that inside of light guide (lg) lens had discoloration and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.